Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus service operation repair center (sorc). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the non-lighting of the examination lamp occurred as a result of a crack caused by an accidental failure of the xenon lamp and gas escaped from the xenon lamp through the crack. In addition, it was surmised that the non-rotation of the cooling fan occurred as a result of the motor failure of the cooling fan caused by aging deterioration or accidental failure because more than seven years had passed from the subject device had been installed. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the non-lighting of the examination lamp was attributed to the failure (out of gas) of the examination lamp, and found that the non-rotation of the cooling fan was attributed to the failure of the cooling fan. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at the service department of olympus service operation repair center (sorc), it was found that the examination lamp of the subject device did not light up, and also found that the fan on the lamp house side of the subject device did not function (rotate). There was no report on when this event occurred, and there was no report of patient injury associated with this event.